Event description:
Two problems: 1-versamed ivent 201's internal battery did not accept a charge. 2-versamed ivent 201 would accept a wall outlet as its power source. A ventilator dependent pt was being placed on a portable ventilator, versamed ivent 201 in radiology for a scheduled cat scan. The ventilator was plugged into the wall and the electrical cord was properly seated into the ventilator. The ventilator would not use the wall as its power source. It used its internal battery as its power source. During the test, the internal battery came very close to going dead. At the end of the exam, the pt was bagged with a manual resuscitator and returned to his room. Prior to this incident, the versamed ivent was plugged into a wall outlet to allow its internal battery to charge. It was in this position for several weeks. The ventilator's internal battery did not accept the charge. Event abated after use stopped or dose reduced: yes.